Event description:
It was reported that a luxor arm post 'would not clamp onto the bed railing tightly enough' outside the operating room. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
The reported issue was confirmed via visual inspection. The pin at the proximal end of the arm post (where the arm attached to a bed) sheared off causing loose connection. Wear and slight discoloration were noticed on the device. The device is no longer functional. Device and complaint history records were reviewed for this lot, no relevant manufauring issues or similar complaints were identified. Per the sales rep, the device was lubricated, it has been used successfully previously and it was in sales rep possession for a approximately one year. The instrument is distributed as loaners to multiple sales reps and the exact usage cannot be confirmed. Per manufacturing history review the product is in the field for over 1.5 years. Wear after repeated use and excessive force while attaching to bed may have contributed to pin shearing off. The most likely cause of the reported event is normal wear and tear.

Event description:
It was reported that a luxor arm post 'would not clamp onto the bed railing tightly enough' outside the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.